Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was predilated with a 2.5x20mm maverick balloon. The physician was unable to cross the lesion with the 3.50x16mm taxus express2 drug eluting stent. The stent struts were found to be crushed. The procedure was completed with another 3.50x16mm taxus express2 stent. No pt complications were reported. Pt status reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.